Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was low (35 mg/dl). Customer's healthcare provider recommended adjusting the basal rate to address the issue.